Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2025. Section e1: telephone number: (B)(4). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric monofocal intraocular lens (iol) was explanted from the patient's right eye due to the patient experiencing residual astigmatism which impacted the patient's visual acuity. Another johnson & johnson lens, model zcu300 25.5 diopter was implanted as a replacement. No other information was provided.